Manufacturer narrative:
(B)(4).

Event description:
Procedure type: functional end-end anastomosis. According to the reporter: the small bowel anastomosis was completed side to side with 2 firings of the liner stapler and oversewn at the end with 4-0 pds. The bowel was of normal thickness. The anastomosis appeared completely satisfactory. At re-operation the whole staple line had disrupted and unusually many of the staples looked mis-shapen. According to the surgeon, it was impossible to tell if this was a problem with the stapler or not.